Manufacturer narrative:
Litigation alleges patient suffers from pain, discomfort and elevated ions. Update received 03/02/2017. The sales rep has reported the revision surgery. Patient was revised at their request. Complaint was updated on 03/08/2017. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 16, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges limited mobility, difficulty with adl, exacerbation of depression. After review of the medical records for MDR reportability, it was stated that the patient was revised to address metal-on-metal articulation failure and malpositioning of acetabular component. Revision note stated that there was an adverse soft tissue reaction with metallosis with partial tearing of the abductor musculature, no trunnion wear, did not appear to be any metallosis or abnormal wear on the femoral head and acetabular liner. Clinical notes stated a malpositioned acetabular component with uncovering of the edge causing psoas irritation. Laboratory values for cobalt level was provided and was above 7 ppb. Part and lot information were provided. This complaint was updated on: jun 28, 2017.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient suffers from pain, discomfort and elevated ions. Update received 3/2/17. The sales rep has reported the revision surgery. Patient was revised at their request.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.